Manufacturer narrative:
Section h1: report type is corrected to "serious injury" because patient death is reported under the other lvad involved in this event (MFR # 2916596-2020-06533). Manufacturer's investigation conclusion: a specific cause for the reported multi-system organ failure and subsequent patient outcome could not be determined through this evaluation. The account reported that the patient expired on (B)(6) 2020 due to multi-system organ failure. The patient had bivad heartmate 3 therapy in response to multi-system organ failure in place at time of implant. Refer to MFR # 2916596-2020-06533 for further information regarding (B)(6). There were no alarms for this report, no autopsy will be performed. The device will not be returned. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use lists various types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure) and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-06533. It was reported that the patient passed away due to multi-system organ failure (msof). Privacy laws prohibit the customer from providing information regarding the case. It was reported bivad/tah hm3 implant was ultima ratio therapy and msof was already in place at time of implant, still progressive afterwards and related to the outcome at least. No device issues were mentioned. Per the clinical consultant; patient received bivad hm3 implantation. No information if the devices were implanted in tah constellation. There were no reported device issues or malfunctions that could have contributed to the patient outcome. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.